Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device had spontaneously loosened and could not be subsequently re-tightened on a patient. Another device was immediately applied and after achieving arterial occlusion the device made an audible snap and it was found lying on the ground.

Event description:
It was reported that the device had spontaneously loosened and could not be subsequently re-tightened on a patient. Another device was immediately applied and after achieving arterial occlusion the device made an audible snap and it was found lying on the ground.

Manufacturer narrative:
Qn#(B)(4). A device history record review could not be performed as no lot number was provided. The IFU provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.